Manufacturer narrative:
Date of event - estimated as the aware date as the event date is unknown.

Event description:
It was reported that a patient experienced myocarditis. It was reported via social media that a patient had a watchman flx closure device implanted. The patient suffered myocarditis. No additional information is known at this time.

Event description:
It was reported that a patient experienced myocarditis. It was reported via social media that a patient had a watchman flx closure device implanted. The patient suffered myocarditis. No additional information is known at this time. It was further reported that inflammation of the heart occurred during the procedure and fluid built up around the heart, which is more likely a pericardial effusion than myocarditis. The fluid was drained for a few days. The patient is back at home and recovering.

Manufacturer narrative:
B3 date of event - estimated as the aware date as the event date is unknown.